Event description:
Has the patient experienced an inadequate response or intolerance to a trial of intraarticular steroid injections for at least 3 months? Medication was reported by user when this was asked but unknown reason for failure. Reporter did not consent to follow up. (B)(4).